Manufacturer narrative:
(B)(4): (myocardial infarction).

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint (rx) drug-eluting stent implanted to the left main. One day post index procedure the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigation indicated that the reported event was unrelated to the study device. (Ref MFR # 961216420110166).